Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the battery would not charge. No impact to the customer's blood glucose. Reportedly, the customer left the pump to charge for 30 minutes and pump began to charge.